Event description:
It was reported that patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was used. On (B)(6) 2012 the patient presented with pain. On ultrasound it was noted that the patient had a 4mm recurrence of the hernia. On (B)(6) 2012 a laparotomy was performed. The mesh was removed and the defect was repaired with a different mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the procedure was an epigastric hernia repair procedure. During the re-operation, the surgeon noted that the mesh had remained in place and was not broken or folded. There was just an impression in the center along with some bulging. A follow up appointment is scheduled for (B)(6) 2013.